Manufacturer narrative:
(B)(4). Batch # p94f7l. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the tissue pad (white one) was removed and broken suddenly. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.